Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that suction break-suction ring assembly issue occurred on the left eye (os) during side cut (iflap creation) of an 8.5 flap with an intralase patient interface (pi). The side cut only option was selected and the diameter adjusted to 8.3. Upon lifting the flap a sliver of tissue was observed on the temporal side of the flap. The stromal bed observed to be normal and treatment was completed successfully by switching out the ring. The flap and tissue were replaced and aligned to doctor's satisfaction. It was indicated that this was the patient treatment error issue. There is no patient injury reported.